Manufacturer narrative:
H6, health effect clinical code e2403 has replaced e2343. H6, medical device problem code a141204 has replaced a140501 and a140508.

Manufacturer narrative:
Additional information received from the complainant reporting the impella sn 633873 is aviable to return.

Manufacturer narrative:
Added: d3, e4, g1. Corrected: d4 (serial), h3. Pump stop: the cause of pump stop was likely due to biomaterial observed inside motor housing around the shaft based on product analysis. However, without data log review, it could not be confirmed whether it was an ingestion event or buildup.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The customer reported red alarms including ¿impella blocked ¿ retrograde flow¿ and ¿impella blocked ¿ high motor current.¿ standard troubleshooting guidance was provided, including attempts to restart the impella, but all restart attempts were unsuccessful. The decision was then made to remove the device. The anticoagulation range was appropriate, and no thrombus was found within the cannula upon inspection. The patient survived to explant. The reported events include retrograde pump flow, low pump flow and medical device removal. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.